Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch basic meter would not power on. The medical affairs specialist (mas) spoke to the reporter on september 27, 2007, and was able to obtain limited information. The pt tests her blood glucose every morning. She will also tests herself a 2nd time during the day depending on how she feels. The reporter did not know the details of the pt's medication regimen. The reporter indicated that the alleged meter issue started on the evening of five days prior to original date. The pt tried to test her blood glucose that night but was unable to do so because of the meter issue. At an unspecified time later that same evening after the alleged meter issue started, the pt reportedly developed symptoms of weakness, tightness, and shakiness. The pt was treated with a spoonful of sugar and felt better afterwards. The reporter was not present during the event and did not know what actions the pt took after the meter issue started and before she developed the reported symptoms. The reporter stated that the pt's daughter was taking care of her that evening. The reporter said that the meter's battery was not replaced according to the owner's manual. The reporter also stated that they have not been able to find a replacement battery in the pt's area. It is noted that the pt was using non-lifescan brand test strips with the reported meter. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt reportedly became hypoglycemic after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.